Manufacturer narrative:
Consumer reported osseointegration was achieved before the prosthetic restoration process, primary stability was achieved.

Event description:
Consumer reported osseointegration was achieved before the prosthetic restoration process , primary stability was achieved.